Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case was broken and the interconnect flex was formed improperly. During analysis the device failed one incoming functional test. Incoming functional test failure was retested ten times and it passed each of these, intermittent operation was noted. (B)(4).

Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the main printed circuit board (pcb) and interconnect flex. Visual inspection revealed that tail thickness failed specification, foreign material was noted inside a connector. No anomalies observed with main pcb. Bench analysis revealed no anomalies. Conclusion: the failure reported during the repair of the device could not be reproduced, tail thickness failed specification and foreign material was noted in a connector.